Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a grey bar when interrogated during a pre-implant interrogation. The device was stored at room temperature and interrogated again one week later. The grey bar displayed again. A third attempt was made and the grey bar still showed. The device will not be utilized for an implant. There was no patient involvement.